Manufacturer narrative:
Upon further investigation of the event, it was determined the issue might have been caused by the worn waste nozzle no patients were harmed or treated based on these results. No adverse events were reported.

Event description:
The user received questionable low ion selective electrode (ise) - sodium results from the modular analytic core analyzer serial number (B)(4). The user stated they had to correct reports for 15-20 patient samples because the erroneous results were reported outside the laboratory. Data was only provided for 15 patient samples. The user stated that some of the repeat testing was done on another ise module and some was done on a blood gas analyzer. All results are in mmol/l. Patient sample 1 initial result was 128 and the repeat result was 139. Patient sample 2 initial result was 134 and the repeat result was 142. Patient sample 3 initial result was 132 and the repeat result was 139. Patient sample 4 initial result was 126 and the repeat result was 138. Patient sample 5 initial result was 121 and the repeat result was 141. Patient sample 6 initial result was 133 and the repeat result was 143. Patient sample 7 initial result was 122 and the repeat result was 136. Patient sample 8 initial result was 124 and the repeat result was 139. Patient sample 9 initial result was 126 and the repeat result was 142. Patient sample 10 initial result was 128 and the repeat result was 142. Patient sample 11 initial result was 128 and the repeat result was 144. Patient sample 12 initial result was 129 and the repeat result was 137. Patient sample 13 initial result was 122 and the repeat result was 134. Patient sample 14 initial result was 124 and the repeat result was 140. Patient sample 15 initial result was 132 and the repeat result was 140. No patients were harmed or treated based on the erroneous results. Upon evaluation of the analyzer, the field service representative observed the ise waste dripping into the mixing vessel. He cleaned the waste tubing with ise cleaner and replaced all three ise electrodes. To verify the analyzer operation, he ran precision testing on a serum pool, low control and high control. He calibrated the ise and ran quality control with all results were within specifications.